Manufacturer narrative:
The device was returned and visual examinations revealed no anomalies. Interrogation and preliminary test results were acceptable. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The cause of infection could not be traced to the device.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: reportable aware date in MDR-2025-43856-02 should be may 14, 2026 instead of may 20, 2026. The device was returned and visual examinations revealed no anomalies. Interrogation and preliminary test results were acceptable. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The cause of infection could not be traced to the device.

Event description:
New information received notes the pacemaker was explanted. The patient status was unknown.

Event description:
It was reported the patient presented to the hospital due to infection. The programming changes was performed by the physician. The patient status was unknown.